Event description:
The event is reported as: staples get hooked inside stapler. The customer stated that sometimes, it is very difficult to activate the stapler. No injuries reported.

Manufacturer narrative:
The sample was returned for evaluation and sent to the manufacturing site. Evaluation: method: other - DHR review performed. Results: other - DHR review showed no similar defect was reported during the manufacturing or package processes of this lot. Conclusion: other - (B)(4) was opened to address the issue of staples jamming. A follow up report will be filed if additional information is received.